Event description:
An aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is severely angulated aortic neck. It was reported approx 40 months post stent graft implant the pt had two aortic cuffs from another manufacturer implanted. Sixteen months later the pt returned emergently. The CT demonstrated severe angulation of the aortic neck with a type I endoleak, resulting in rupturing of the aneurysm. The physician elected to immediately treat the pt. The physician did not believe that the pt was suitable candidate for endovascular intervention. The physician elected to perform a partial open surgical repair with an anastomosis between the implanted aneurx stent graft with a dacron graft. It was reported that since this procedure there has been an unspecified endoleak identified. The physician will treat the patient at a later date. The patient has not been treated as of the date of this submission. No additional sequelae were reported and the patient is stable.